Event description:
Reporter alleged that a pt received a result of 158 mg/dl on the inform system compared back to back within 10 minutes of a result of 38 mg/dl obtained on a lab system. Reporter stated the staff did not believe the 158 mg/dl result because the pt was lethargic and not feeling well. Reporter stated the pt was given d50 after the lab result returned. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Overinfusion of oxycontin. Biomed stated that there were two pumps in the room at the time and was not sure which pump overinfused. No patient injury.